Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a labrum procedure, the q-fix drill broke off. All the broken pieces were removed from the patient using tissue graspers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.